Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the customer stated issue. There was no further information on exact issue with the device. Functional tested without any failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. Note: fse had found the customers invasive blood pressure cable corroded at the connector end and found corrosion on blood pressure adapter cable. The customer will replace the corroded external cables.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit is not working properly. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.